Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said they had called their healthcare provider about a month prior about this problem, but they hadn't heard anything yet, so they followed up today and their healthcare provider was on vacation. The patient reported their device was set to 5.4 on program 1, however it was not working at the time of the report. The patient said they had had about 10 accidents over the past couple of months. They said the accidents had been fecal matter and sometimes just liquid. They mentioned that the day of the report they had increased settings to 5.4 and had discomfort in their right testicle and couldn't lay on that side. It was noted the discomfort had stopped. The patient synced using the programmer on the call and it was determined that stimulation was off. Patient turned on stimulation and adjusted the setting on a new program. The patient was going to track symptoms and make adjustments accordingly. They were also going to monitor food choices in order to determine if there was any patter. If no improvement was noticed after working each program, they were going to schedule a reprogramming session. The patient reported this was a sudden change in therapy/symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event was reported as "about a month ago" (2019). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms which occurred about a month ago (2019). It was note that the patient had not used the programmer in a while and wanted directions on how to make an adjustment. When the patient placed the programmer over the ins during the report (B)(6) 2019 and a screen with a question mark was seen along with a poor communication screen. The patient had replaced the batteries in the programmer and no corrosion was seen in the compartment. The patient did use the antenna and when it was confirmed to be securely attached and synchronized to the ins, the poor communication issue was not resolved. When the programmer was placed directly over the ins (without the antenna) and synchronized to the ins, the issue was still not resolved. The patient did not have another device available to try to communicate with. They were redirected to their healthcare professional (hcp) to review further options and to check the device. The patient stated that they would schedule an appointment. There were no further complications reported or anticipated.